Event description:
It was reported that a physician implanted an x-stop device into a pt. Post-op, the pt did not experience relief of pain. The pt stated that "most of her symptoms are better since her procedure, but she is not able to walk as far as she was able to before, because of pain in her quads." The pt also stated that "she has had severe musculoskeletal problems her entire life, and had a hip replacement approximately 6 months before her x-stop procedure. Prior to her hip replacement and afterwards, she has had significant spasms in her quads. She further stated that she thinks that the procedure itself might have worsened her leg spasm problem, which might be contributing to the problem with ambulation that she is currently experiencing." The treating physician stated that "he did not believe the pt to be any worse physiologically, neurologically, or mechanically since her procedure." No additional info reported.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.